Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 14 mg/dl. The paramedics were dispatched on (B)(6) 2017 as a result of the low blood glucose level. The customer was wearing the insulin pump at that the time of low blood glucose level. The device was not returned.